Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient that was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported they were not able to get the ins fully charged. The patient could tell the ins was not getting fully charged due to the "eight boxes going away." Additional information was received from the patient that reported his shaking intensified the day prior to report. They thought the stimulation stopped and they were worried about overdischarge. They were trying to recharge but their shoulder was shaking. They did not use a shoulder holster; instead they would lay back and place it on his chest. Their caregiver helped the patient charge and the implantable neurostimulator (ins) showed between 1/4 and 1/2. The stimulation was on. The patient was not getting coupling boxes filled in black. The patient had some dementia. Towards the end the patient had 2 black boxes. There was a poor coupling screen when they attempted to recharge. Repositioning the antenna did not resolve the issue. They had all kinds of bars on the day prior to report. The old programmer showed poor communication. The patient had been having trouble with their sugar dropping too. The patient had turned off their stimulator accidentally. It had gotten turned off on (B)(6) 2015 and the health care professional (hcp) turned it back on when the patient was at the hcp office on (B)(6) 2015. The patient had fallen when they got out of the shower. The ambulance service came and helped him up and they still went to his appointment on the (B)(6) 2015.